Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 18385313, description: next generation anchor kit-sterile; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the midline incision site where both the leads and ipg were implanted, just off to the left of the spine, all within one incision. Symptom was pus that was coming out of the incision. The physician was unsure of the cause of infection, but did not believe that the infection was device related. The patient was prescribed antibiotics and underwent an explant procedure.